Event description:
A few minutes after the radistop was applied, the compressive belt was released and the pt experienced bleeding. An older radistop was then applied and bleeding was controlled. The pt was reported to be in stable condition.

Manufacturer narrative:
We have reviewed our device history record and confirmed that this batch met mfg requirements prior to shipment. The investigation of the actual device did not reveal any deficiencies that could have caused or contributed to the event. The cause of the reported event can therefore not be conclusively determined. The IFU advise the user of that excess part of the velcro strap can be cut or fixed (thread under the compression pad strap).